Manufacturer narrative:
The lead was surgically abandoned (capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right ventricular lead was surgically abandoned (capped) due to increased thresholds and low impedances measurements. The physician elected to move the pacing system to the pt's right side, therefore the original right atrial lead and device were taken out of service. A new pacing system was successfully implanted. The lead was actively implanted for approximately 18 years, 10 months.